Event description:
It was reported that the clinician incorrectly programmed the patient weight for a dopamine infusion. The actual weight of the patient is six hundred and seventy five (675) grams however the clinician programmed as 6.7 kilograms instead of 0.675 kilograms. The infusion ran for six (6) hours prior to noticing the discrepancy. The patient expired approximately five (5) to six (6) hours later. It was reported physician stated patient had other medical issues. Although requested no further information was provided by the customer.

Manufacturer narrative:
The actual date of death is unknown. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation.

Event description:
It was reported that the clinician incorrectly programmed the patient weight for a dopamine infusion. The actual weight of the patient is six hundred and seventy-five (675) grams however the clinician programmed as 6.7 kilograms instead of 0.675 kilograms. The infusion ran for six (6) hours prior to noticing the discrepancy. The patient expired approximately five (5) to six (6) hours later. It was reported physician stated patient had other medical issues. Although requested no further information was provided by the customer.